Event description:
On june 14, 2000 nellcor puritan bennett received info that alleged a npb n180 had failed to provide alarms while monitoring a pt. Reportedly, the pt expired and the monitor did not alarm.